Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that in the last week, multiple cartridge alarms (cartridge alarm 19) had occurred with multiple cartridges during basal delivery. The customer's blood glucose (bg) level was impacted (385 mg/dl). The customer took a manual injection and bg level was reported to be lowering. It was indicated that the customer had manual injections available for alternate insulin therapy.

Manufacturer narrative:
.